Manufacturer narrative:
Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type catheter product ID: 8578, lot# n245507005, implanted: (B)(6) 2010, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 8578, serial/lot #: n245507005, (B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer¿s representative (rep) regarding a drug infusion device. The device was being used to deliver 2,000 mcg/ml fentanyl at 1,000 mcg/day and 2.5 mg/ml bupivacaine at 1.25 mg/day. The reason for use was not reported. It was reported that in pre-op, the patient said her pain is getting worse. The managing physician checked the catheter in a dye study and sent this patient to a doctor to investigate in the operating room. He cleared the catheter and injected dye and everything was fine. There was flow when the pump was disconnected. The managing physician thought there may be a hole by the connector, but the doctor ¿couldn¿t find a hole.¿ the doctor changed out about 15 centimeters (about 10 centimeters plus the connector), just to be safe (on (B)(6) 2018). The partial catheter was replaced with a spinal segment piece of the same manufacturer. There would be no return, as the customer was notified that the product should be returned to the manufacturer, but they refused to return. Everything looked fine with good flow. She was resumed at the same rate and kept overnight for observation. The rep stated, ¿if I don¿t get a call in the next 24 hours, everything was fine with the pump.¿ there were no known environmental/external/patient factors that may have led or contributed to the issue. Diagnostics consisted of ¿allegedly a dye study from managing physician. We were never told about it and they do those without us as they are very experienced.¿ the issue was resolved at the time of this report. The patient status was listed as ¿alive ¿ no injury.¿ the healthcare professional (hcp) has no further information for medtronic. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.